Event description:
Customer reported system would intermittently trip circuit breakers. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor pcb. System operates as intended.